Event description:
It was reported that the implantable pulse generator underwent reset due to "pg event buffer overflow." After the reset the device restored to the programmed settings. The device is still in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - the save to disk file (B)(4), a partial reset counter of one, fw reason hex=0501, reset fw reason=pg event buffer overflow, reset wd reason=clkstop status, wd reason=20, on (B)(6) 2012.

Event description:
It was reported that the implantable pulse generator underwent reset due to "pg event buffer overflow." After the reset, the device restored to the programmed settings. The device is still in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.